Manufacturer narrative:
This report is a follow up to MFR report number 1526439-2017-10658. ((B)(4)). The complaint was initiated in error. It is a duplicate of a previously reported event. If new information is received for the initial complaint, the appropriate supplemental reports will be filed in conjunction with the initial complaint.

Manufacturer narrative:
Unknown part number, UDI is unavailable. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm. Complaint involving verse and viper. Complaint form sent for details.